Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference sections d4; serial number and h4. Evaluation results: the device was returned to zoll medical japan for evaluation. The customer's report was observed and attributed to a faulty high voltage capacitor. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to complete boot-sequence. Complainant indicated that there was no patient involvement in the reported malfunction.